Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6) , batch: 9157725.

Event description:
It was reported that the patient experienced pain in the hip, waist and groin/thigh areas from the implant. As such, surgical intervention took place on (B)(6) 2024, wherein the entire system was explanted to address the issue. Investigation was unable to determine which of the leads attributed to the issue.